Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ppc kv control pcb was evaluated and identified as requiring replacement. The customer refused further ge service at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.